Event description:
It was reported that the physician was concerned about the flat electrogram (egm) for this patient with a cardiac resynchronization therapy pacemaker (crt-p) device. Technical services reviewed device data and confirmed that the beats are being captured however, there is far-field oversensing causing inappropriate atrial tachy response (atr) episodes. Ts recommended turning off the algorithm. At this time, the device remains in service. No adverse patient effects were reported.